Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed during which a fluid loss was identified due to a hole in the tubing. The ipp was explanted. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.